Event description:
It was reported to philips that the flexvision monitor replacement was declined by the customer on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).